Event description:
The customer reported that the probp 3400 unit blew up with a loud bang and exploded. There was no adverse event reported. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The device was returned for inspection where it was determined that the power supply and usb cable were ruled out as the cause of the issue. The battery in the device was found to be outside of design life, the design life is 2 years and battery was 7 years old. The battery was returned to the manufacturer with a possible source of the fire identified as dents observed in the battery housing. The backside of the pcba showed signs of corrosion. Based on the location of the corrosion, the positive battery pad with the corrosion was directly tied to the positive terminal of the battery. Evidence of corrosion means there was likely liquid in this area which may create shorts between components and may have caused the incident. The fact that this corrosion was isolated to an area of the pcba that was not covered in soot, and the device was heated from the fire, additionally the customer reportedly threw the device into the rain to control the incident, can point to this corrosion occurring after the incident. This is because water and increased temperatures are ideal for corrosion to occur on metal and the soot could have acted as a barrier between the water and other electrical components which would explain the isolated corroded area. Circuitry in the probp 3400 device was found to be operating out of specifications but the heat generated from the event could have caused this. Manufacturing tests do show the device was operating as expected prior to arriving at the customer. The device logs additionally show evidence of multiple battery related errors being bypassed by the customer that correlate to the voltage levels within the device either being elevated or lower than expected. The root cause could not be determined however since the heat generated from the fire can cause components to operate out of specification. Based on the above findings, there were several possible root causes but there was no exact root cause able to be determined when factoring in all available evidence. The probp 3400 automatically measures systolic and diastolic pressure and pulse rate, as well as calculates mean arterial pressure. The device is intended to be used by clinicians and medically qualified personnel. It is available for sale only upon the order of a physician or licensed health care provider. This device is not intended for use on neonates, infants, or children under the age of 3 years. The effectiveness of this device has not been established in pregnant, including pre-eclamptic, patients. Although there was no injury reported, if the device were to catch fire or explode it could lead to serious injury or death, therefore, baxter is reporting this device malfunction.

Manufacturer narrative:
The probp 3400 automatically measures systolic and diastolic pressure (excluding neonates) and pulse rate, as well as calculates mean arterial pressure (map). The device is intended to be used by clinicians and medically qualified personnel. It is available for sale only upon the order of a physician or licensed health care provider. This device is not intended for use on neonates, infants, or children under the age of 3 years. The effectiveness of this device has not been established in pregnant, including pre-eclamptic, patients. Hillrom has requested for the device to be returned in order to perform a thorough investigation into the root cause of the reported malfunction. Should additional information be received, a supplemental report will be filed. Although the reported event did not result in a serious injury, the reported incident could contribute to a serious injury if it were to recur, therefore, hillrom considers this event reportable.

Event description:
The customer reported that the probp 3400 unit blew up with a loud bang and exploded. There was no adverse event reported. This incident was captured under hillrom complaint ref #(B)(4).